Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2024 while reportedly wearing the lifevest. The patient received nine inappropriate treatments. The device was started up at 17:00:40 on (B)(6) 2024. At 05:12:33 on (B)(6) 2024, an arrhythmia was detected. ECG shows asystole with CPR/motion artifact. At 05:13:14, the patient received the first inappropriate treatment. Oversensing of cardiac activity and CPR/motion artifact contributed to the false detection. The patient was in a non life-sustaining rhythm prior to the treatment. Rhythm at the time of treatment was asystole with CPR/motion artifact. Post shock rhythm continued to be in asystole, which is a non life-sustaining rhythm, with CPR/motion artifact. At 05:13:46, the patient received the second inappropriate treatment. CPR/motion artifact contributed to the false detection. Rhythm at the time of treatment was obscured due to CPR/motion artifact. Post shock rhythm was obscured due to CPR/motion artifact. At 05:14:12, the patient received the third inappropriate treatment. CPR/motion artifact contributed to the false detection. Rhythm at the time of treatment was obscured due to CPR/motion artifact. Post shock rhythm was asystole with CPR/motion artifact. At 05:14:39, the patient received the fourth inappropriate treatment. Oversensing of cardiac activity and CPR/motion artifact contributed to the false detection. The patient was in a non life-sustaining rhythm prior to the treatment. Rhythm at the time of treatment was asystole with CPR/motion artifact. Post shock rhythm continued to be in asystole, which is a non life-sustaining rhythm, with CPR/motion artifact. At 05:15:06, the patient received the fifth inappropriate treatment. Oversensing of cardiac activity and CPR/motion artifact contributed to the false detection. The patient was in a non life-sustaining rhythm prior to the treatment. Rhythm at the time of treatment was asystole with tactile artifact. Post shock rhythm continued to be in asystole. At 05:16:01, an arrhythmia was detected. ECG shows asystole with CPR/motion artifact. At 05:17:07, the patient received the sixth inappropriate treatment. Oversensing of cardiac activity and CPR/motion artifact contributed to the false detection. The patient was in a non life-sustaining rhythm prior to the treatment. Rhythm at the time of treatment was asystole with CPR/motion artifact. Post shock rhythm continued to be in asystole, which is a non life-sustaining rhythm, with tactile artifact. At 05:17:41, the patient received the seventh inappropriate treatment. Oversensing of cardiac activity and CPR/motion artifact contributed to the false detection. The patient was in a non life-sustaining rhythm prior to the treatment. Rhythm at the time of treatment was asystole with CPR/motion artifact. Post shock rhythm was obscured due to CPR/motion artifact. At 05:18:07, the patient received the eighth inappropriate treatment. CPR/motion artifact contributed to the false detection. Rhythm at the time of treatment was obscured due to CPR/motion artifact. Post shock rhythm was obscured due to CPR/motion artifact. At 05:18:56, the patient received the ninth inappropriate treatment. CPR/motion artifact contributed to the false detection. Rhythm at the time of treatment was obscured due to CPR/motion artifact. Post shock rhythm was asystole with CPR/motion artifact. The electrode belt was disconnection at 05:28:07 on (B)(6) 2024.

Manufacturer narrative:
The monitor has been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction. The electrode belt has not been recovered. The device flag data from the last download does not indicate any device malfunction.